Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the graphical user interface (gui) of this pb840 ventilator would not stay on cart. The service personnel (sp) inspected the ventilator and found the graphical user interface (gui) rotor, and gui latch were damaged, the oxygen reading was inaccurate and the inspiratory printed circuit board (pcb) needed to be replaced as an additional finding. The sp replaced the gui latch, gui rotor and the inspiratory pcb. The ventilator passed all testing per manufacturer specifications at the time of service. The inspiratory pcb was returned to medtronic for further evaluation. A visual inspection of the returned unit was carried out and no anomalies was observed. There was a burnt odor from the inspiratory pcb. The inspiratory pcb was attached to the failure investigation test ventilator for analysis and placed into normal ventilation mode at which time the safety valve opened. Analysis found relevant error code and further visual inspection showed thermal damage to tracks on the pcb. It is unknown and unreported how this damage occurred. The cause of the initial reported event was isolated in the field to a potential fault in gui latch and rotor as a reason the gui would not stay in place on the cart. Additional finding, the inspiratory pcb was also found faulty which was not related to the initial report. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the graphical user interface (gui) of this 840 ventilator would not stay on cart. The ventilator was not in use on a patient at the time of the reported event.